Event description:
Patient reported, "I underwent breast re-arthroplasty, during which a rupture of the right implant was discovered." Physician confirmed rupture and reported, "periodic pain. Body temperature increase." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision/augmentation due to patient being "embarrassed" by the shape of breast, "periodic pain," and "body temperature increase".